Manufacturer narrative:
Device evaluation summary: the graphical user interface printed circuit boar xena ii (gui pcb xena ii) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The gui pcb xena ii was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator passed testing with no errors recorded in the diagnostic logs. When the ventilator was put into ventilation mode, an error code was generated, thus verifying the reported issue. The fault was isolated to the gui operating software having become corrupt. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the ventilator and found a background check error message. The fse replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed all testing per manufacturer's specification and was returned to the customer for clinical use. Based on the code found in the ventilator memory and the component replaced, there is no information that would lead to a loss of ventilation to the patient. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator generated a background fault error code and became inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. This report is being conservatively filed due to the information reported which would lead to a loss of ventilation; however, based on the code found in the ventilator memory and the component replaced, there is no information that would lead to a loss of ventilation to the patient.